Event description:
A complaint (#(B)(4)) was received for the 4.2mm sterling gator blade meniscus cutter stating that the sterile packages (12 ea) inside two of the boxes looked as if they had been manually opened. This was noted during incoming inspection. Subsequent to this complaint, similar complaints were received with this same reporter problem. This nonconformance was immediately obvious to the user during inspection. No pt involvement has been associated with this product problem. Complaint # (B)(4); complaint# (B)(4); complaint# (B)(4); complaint# (B)(4); complaint# (B)(4).

Manufacturer narrative:
Eval findings: an eval of the returned units confirmed the reported problem and found the peel pouches pulled open approximately 1/3 of the blister package. A total of 94 units are associated with these complaints as follows: complaint #(B)(4) - 12 units; complaint #(B)(4) - 6 units; complaint #(B)(4) - 24 units; complaint #(B)(4) - 36 units; complaint #(B)(4) - 12 units; complaint #(B)(4) - 4 units (these units have not yet been returned). A review of the device history record for this lot of product shows that a non-conformance product report (npr) was completed and 139 units were intentionally opened to inspect the blade inside the package. An investigation is in process to determine the root cause and the need for further action. A f/u report will be filed once the investigation has been completed.